Event description:
The facility rep reported a device with a condition of "pump head stop button on channel c requires excessive pressure to register". It is unknown when this condition occurred. There was no pt injury or medical intervention necessary according to the hospital rep. No add'l info is available.

Manufacturer narrative:
Evaluation summary: the reported condition of "pump head stop button on channel c requires excessive pressure to register on the pump head module (phm) keypad" confirmed during product eval. The assignable cause was not identified in the eval, however, to correct this condition, the phm keypad was replaced. The pump was retested and returned to the customer within specification. Ths issue is currently being investigated.